Manufacturer narrative:
The device was returned and evaluated. The data shows the device completed both the first and second priming sequences, delivered 1459 pulses, and delivered a bolus with no timeouts or drive stalls. No damages or defects were found that would result in the needle deploying early. The device was received partially deployed. The formed needle was observed to be extending past the bottom housing window. Upon opening the pod, it was observed that the slide retract was fully retracted, but the formed needle was not seated in the slide retract. Damage was observed to the slide retract. This indicates that the formed needle was incorrectly installed and resulted in the needle failing to retract. The needle failing to retract would not have an effect on the reported event.

Event description:
It was reported that the needle deployed early. Pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.